Manufacturer narrative:
An event regarding crack/fracture involving a ti dur reg fluted stem11x155mm was reported. The event was confirmed. No manufacturing or material defects were observed. Dimensional and functional evaluations were not performed as the device is damaged. A device history review indicated that all devices accepted into final stock met specification. There have not been any other events for the specified lot. The exact cause of the event could not be determined because further information is needed to determine an exact root cause. The material analysis report indicated that the stem had been torqued on, but that the stem was not sufficiently seated to the flange which may have caused the fatigue failure. Also, the surgical procedure states that a stem extender should be used on the femoral component for modular rotating hinge procedures but no stem extender was reported as being used. No further investigation for this event is possible at this time.

Event description:
Please see x-rays. It was reported that the cone joint shaft (left side) was broken. Tep needs to take place. Further info requested.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown mrh component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
Please see attached x-rays. It was reported that the cone joint shaft (left side) was broken. Tep needs to take place. Further info requested.